Event description:
At the time of the event the patient was connected to the ventilator. The hospital staff heard a bump and the ventilator stopped function. The frequency had increased to approx.60 breaths/minute. However, nothing had been given to the patient. The ventilator was disconnected from the patient.